Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s scs ipg was inoperable as the patient had not used the system in over a year. A sjm representative met with the patient and confirmed there was no communication between the ipg and external devices. Surgical intervention may be taken to address the issue.